Event description:
It was reported that the surgeon mentioned that he had seen a few journey ii cr patients with instability especially when going down stairs and revised the journey ii cr xlpe insert in at least one of them replacing it with a journey ii dd xlpe insert which resolved the symptoms.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical evaluation noted there are no supporting clinical/medical documents available, a thorough investigation cannot be performed. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. Should additional information be received, the complaint will be reopened.